Event description:
Foggy image during procedure, disturbed pixel, loose wires. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). D8: was this device ever serviced by a third party? H4: device manufacture date. H11: evaluation summary. Evaluation summary event that occured is video image failure(cloudy). Based on the investigation, a potential root cause of this failure is the moisture condensation in the ccd module. When the temperature of the objective lens unit rises during use, when using functions such as air supply and water supply, dew condensation occurs and the observed image becomes cloudy. Cloudiness disappears when air/water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image is blurred. A definitive root cause of the reported issue could not be identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 03-jan-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 03-jan-2023. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.